Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the unspecified coronary artery, the 2.5 x 15 mm trek balloon dilatation catheter (bdc) could not inflate. The device was removed without reported issue. A different bdc was used to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.